Manufacturer narrative:
A ge service representative performed an on site investigation. The generator and xray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's dosimeter was not within conformance specifications. No report of pt and or staff injury.